Event description:
An office mgr reported that a glaucoma shunt revision was performed four and one half years following the implantation of the device. Additional info has been requested.

Manufacturer narrative:
No sample was returned, therefore, the condition of the product could not be verified and visual inspection could not be performed. No abnormalities were found during the device history record (DHR) review which indicated the product met release criteria. No other complaints have been reported in this lot. Additional info was requested by phone, fax and mail on 02/29/2012 and 03/07/2012. A completed questionnaire has not been received. (B)(4).